Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and air bubbles from the reservoir. The customer's blood glucose reading was 404 mg/dl. The customer stated that she changed her set and noticed an air bubble. The customer stated that the pump was rewound with a reservoir in place. The customer stated that she did not let the insulin sit at room temperature. The customer was advised to let the insulin sit for 45 minutes before using it. The customer was able to remove the bubble from the reservoir.